Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. An audio test with the dexcom global receiver communication tool was performed and passed. A "try-it" test was performed and passed. An audio intermittent test was performed and passed. An alert test was performed and passed. Functional testing was performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.